Manufacturer narrative:
Reliability analysis not required. The reservoir is expired. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that they were unable to push insulin through the reservoir during plunger push. The customer was advised to assemble new reservoir and infusion set. The customer performed fixed prime and the insulin pump did not alarm no delivery. The reservoir will be returned for analysis.